Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm and reproduce the error when attempted to prime the instrument. The fse had observed air bubbles on the bf probe tubing. The fse primed the system until there were no more air bubbles. Customer ran quality control (qc) and instrument was operational. The aia-360 analyzer performed as intended and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 16oct2019 through aware date (B)(6) 2020. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: [2015]. Error message: bfprobe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event is due to air in the analyzer fluid lines.

Event description:
Customer reported a bf probe purge failure. The site had primed the fluid and the error persisted. The customer was instructed by the technical support specialist (tss) to perform an install prime twice. The customer called back to indicate that the first set of troubleshooting instructions did not resolve the problem. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting estradiol (e2), beta human chorionic gonadotropin (bhcg), and progesterone (prog ii) patient samples. There was no indication of patient intervention or adverse health consequences due to the event.